Manufacturer narrative:
It is currently unknown if the console will be returned for evaluation or if a field service engineer will travel to the facility for evaluation on-site.

Event description:
The hospital biomedical engineer reported an issue encountered with the mps console during use. The report stated that the console displayed an error code for "rt motor stuck at bottom" at the end of the procedure during the last warm dose of cardioplegia. This report is filed out of abundance of precaution because the complaint details did not specify exactly when the alleged issue occurred; that is if the patient was still on bypass or not. There were no patient complications reported as a result of the alleged event. It is unknown if the console will return to the manufacturer for evaluation.

Manufacturer narrative:
The console was not returned to the manufacturer for evaluation nor was it repaired by the manufacturer in the field. The customer returned the pcb component to the manufacturer for replacement. The customer reported that the replacement pcb worked on the console.